Event description:
The customer reported that the device received error code 200.5040. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: error code 200.5040 on 8100 unit. Technical support - 1. Tech has error code 200.5040 on 8100 unit 2. The error code has to with the software compatible 3. Needs to re-flash unit to correct software version. A serial number was not provided therefore a review of the device history record cannot be performed. Based on the findings, technical support determined that the proximate cause of the reported issue. Tech support - the error code has to with the software compatible, needs to re-flash unit to correct software version. The customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the device received error code 200.5040. There was no patient involvement.